Event description:
Customer received a blood glucose result of 205 mg/dl on her contour meter. Her glucose was retested using another meter and the result was 58 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There is no evidence the customer experienced an adverse event. New meter and strips were sent to the customer and she is to return her strips for eval.